Event description:
During device exchange, the set screw was unable to be tightened. The event was resolved by replacing the device. The patient was stable throughout.

Manufacturer narrative:
The reported event of setscrew of the pacemaker didn´t work properly after the replacement was confirmed. Analysis revealed the user of the torque wrench during the replacement procedure applied too many turns to the setscrew in the reverse direction and screwed the setscrew out of the connector block socket. When the setscrew was screwed out of the connector block socket it fell sideways and loose across the block. When this happens, it is no longer possible for the user to insert the wrench into the setscrew inset necessary to tighten the setscrew again. The problem was caused by the user¿s incorrect use of the torque wrench.